Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.